Event description:
Additional information received from the consumer. It was reported that the cause of the ins not charging past 90% was that the original controller was defective, so the replacement recharger didn't help. Once they go the new controller they were able to charge past 90%, but it took a long time to do the last 10%, at least 30-40 minutes. It was easier to just let it go at 90%. They consider the issue to be resolved. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had spoken to the rep and think the recharger (rtm) is bad. The patient reported that while charging the ins if she moved at all, the recharger will disconnect, and loose connection and she has to start all over. The patient reported that it also takes forever to get the ins to charge. The patient reported that they started charging the ins with the ins at 50 percent and after 3 hours the ins moved to 80 percent. No patient complications have been reported because of this event. Additional information was received from patient. It was reported that she was sent rtm replacement due to difficulties charging ins as reported in initial call. Initially she thought replacement rtm was making a difference but then realized that it wasn't. Patient confirmed this was all a continuation of event reported in initial call that hadn't been resolved with rtm replacement. She was still having trouble charging ins with replacement rtm. Patient further clarified that patient could barely move the rtm at all and the recharge quality would change from excellent to good to poor. Last night she was charging ins from 50% to 90% and it took her an hour and a half and then she finally gave up. This was because she got a message that charging was done at 70% and then again at 80%. Patient stated this was "very frustrating". She hadn't sent old rtm back to the manufacturer yet so that she could try both (patient confirmed on call she was using new replacement rtm). No patient symptoms were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since using the replacement recharger telemetry module (rtm) the recharging has been better, however the controller will still say 'poor recharge quality' at times. It took almost an hour to charge from 60 to 90%, and the ins battery would not charge past 90%. The patient was redirected to their healthcare provider if repair decides that replacement devices won't resolve the issues, and repair noted that the reported charge times were not out of the norm. No replacement devices were sent out. No impact to the patient or their symptoms were reported.